Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose and the insulin pump had a frozen display. Customer stated that he changed the battery, but the insulin pump remained frozen and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons functioned properly and no frozen display or damage to the keypad assembly noted.